Event description:
It was reported that cgm displayed error message during use with g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received complete pump reset instructions, performed pump reset with guidance, and error message did not appear again after reset; no additional information was received regarding any further actions.